Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: outside fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy bleeding") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced fatigue ("fatigue/fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginitis"), depression ("psychological or psychiatric problems condition: depression/anxiety disorder"), allergy to metals ("nickel allergy") and anxiety ("psychological or psychiatric problems condition: depression/anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with aciclovir (acyclovir [aciclovir]), ibuprofen, surgery (salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)), surgery (endometrial ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, weight increased, fatigue, menstrual disorder, vaginal infection, depression, dysmenorrhoea, allergy to metals, anxiety and abdominal pain outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Diagnostic results: she had kub yesterday which was normal and showed no evidence of essure in abdomen or pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet and medical records received. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)- vaginitis, psychological or psychiatric problems condition: depression, anxiety, migration of essure device location of device: outside fallopian tube, dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: outside fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included ectopic pregnancy. Concomitant products included colecalciferol (vitamin d), duloxetine hydrochloride (cymbalta) and nsaid's. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced fatigue ("fatigue/fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginitis"), depression ("psychological or psychiatric problems condition: depression/anxiety disorder"), allergy to metals ("nickel allergy") and anxiety ("psychological or psychiatric problems condition: depression/anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with aciclovir (acyclovir [aciclovir]), ibuprofen, surgery (salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, weight increased, menstrual disorder, vaginal infection, depression, dysmenorrhoea, allergy to metals and anxiety outcome was unknown, the menorrhagia, pelvic pain, genital haemorrhage and abdominal pain had resolved and the fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Diagnostic results: she had kub yesterday which was normal and showed no evidence of essure in abdomen or pelvis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, device dislocation. Most recent follow-up information incorporated above includes: on 17-oct-2018: plaintiff fact sheet- event she did not underwent an essure confirmation test was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: outside fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced fatigue ("fatigue/fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginitis"), depression ("psychological or psychiatric problems condition: depression/anxiety disorder"), allergy to metals ("nickel allergy") and anxiety ("psychological or psychiatric problems condition: depression/anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with aciclovir (acyclovir [aciclovir]), ibuprofen, surgery (salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, weight increased, menstrual disorder, vaginal infection, depression, dysmenorrhoea, allergy to metals and anxiety outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved and the fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Diagnostic results: she had kub yesterday which was normal and showed no evidence of essure in abdomen or pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, device dislocation. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received:the event cramping added.event abdominal pain,menorrhagia,cramping,fatigue outcome added. On 11-jul-2018: medical record received:reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside fallopian tube'), menorrhagia ('abnormal bleeding (menorrhagia)'), pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included ectopic pregnancy. Concomitant products included duloxetine hydrochloride (cymbalta), nsaid's and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced fatigue ("fatigue/fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginitis"), depression ("psychological or psychiatric problems condition: depression/anxiety disorder"), allergy to metals ("nickel allergy / allergic reaction") and anxiety ("psychological or psychiatric problems condition: depression/anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with aciclovir (acyclovir), ibuprofen and surgery (salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries) and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, weight increased, menstrual disorder, depression, dysmenorrhoea and anxiety outcome was unknown, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal infection, allergy to metals and abdominal pain had resolved and the fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Patient received treatment for pain, bleeding, allergy, migration. Diagnostic results: she had kub yesterday which was normal and showed no evidence of essure in abdomen or pelvis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal infection, allergy to metal were updated as recovered/resolved. Rcc note added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.